Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) it was noted upon analysis that the defibrillator conductor was distorted and that there was blood in/on the helix/lobe mechanism

Event description:
It was reported that during the implant attempt the coil was damaged. The lead was not implanted. No patient complications were reported as a result of this event.